Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a crack on the funnel of the catheter. The event occurred after the catheter was inserted into the patient.

Event description:
It was reported that there was a crack on the funnel of the catheter. The event occurred after the catheter was inserted into the patient.

Manufacturer narrative:
Received 1 silicone catheter. The reported event was confirmed as manufacturer related. During the visual evaluation, a cut below the bifurcation area on the drainage lumen was observed. The cut from the bifurcation area on the drainage lumen measured 0.5¿. Per functional evaluation water was injected by way of the drainage lumen and leakage was noted by the cut below the bifurcation area. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).